Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; battery cap is not able to be removed from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/21/2017 with the following findings: during the investigation, it was observed that the returned battery cap was difficult to remove from the pump therefore the initial complaint was duplicated. A test battery cap was used and it was able to be easily inserted and removed from the pump. The battery cap¿s manufacturing height and width were within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.